Manufacturer narrative:
At the time of this report the patient was no longer in pain. The device has not been returned and a batch number has not been provided therefore a complete inspection or device history review could not be completed.

Event description:
The patient's index surgery was in (B)(6) 2018. Patient experienced post-op pain. The surgeon decided to perform a revision surgery, surgical date was (B)(6) 2019, where it was discovered that the set screw had migrated out of its position and ended up next to the screw.